Manufacturer narrative:
(B)(4). Date sent: 1/3/2025. B3: event year only reported: 2024. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the item was open for an unknown case but never entered into patient body. The tip was already broker which a new one was requested to use instead. There were no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4 batch #: x7039r. Corrected data: d4 UDI #. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned for analysis with no apparent damage, no blade tip off was noted. The device was analyzed and it was determined that the device was reprocessed. No further testing was performed since the device was reprocessed. A manufacturing record evaluation was performed for the finished device batch x7039r, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.